Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section e1, telephone number: (B)(6) . Entering the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the preloaded johnson and johnson(jnj) intraocular lens (iol) broke. When deploying the lens, the iol broke upon exiting the injector. The customer indicated that they're working on providing more details and images of the event. However, to date no further information has been provided.

Manufacturer narrative:
Device evaluation: the complaint product was not received. The customer provided a photo. Visual inspection of the customer provided photo revealed that the lens had damage across the optic of the lens, along with scratches. No further evaluation can be performed on the photos provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: received additional information from the customer. Following are the corrected fields based on the subsequent information received. Section a2 date of birth: (B)(6)1978. Section a3 gender: female. Section a5 race: white. Section b3 date of event: (B)(6) 2023. Section d10 concomitant medical products and therapy dates: ovd ¿ ophthalmos 2% metilcelulose. Section e1, reporter name and address was submitted as first /given name: manuela. Last name: (B)(6). Email address: (B)(6). Section h6, health effect-impact code: 4631- more complex surgery (this code is used to capture the removal and replacement of the iol). Additional information. The iol was fully inserted into the right eye. The iol was removed and replaced with a non-jnj lens (liteflex is the brand). There was no capsule tear, unplanned vitrectomy, sutures, or medication outside the standard of care. Customer explained the ophthalmic viscosurgical device (ovd) they used was ophthalmos 2% metilcelulose. The ovd was allowed to acclimatize fully to operating room temperature and it was introduced into the cartridge from the cartridge¿ canopy/central part. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.